Event description:
New information received notes that the patient¿s insertable cardiac monitor (icm) exhibited an undersensing due to positional. The icm was explanted and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s insertable cardiac monitor (icm) exhibited an undersensing and r-wave amplitude variation potentially due to positional. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: section g3: the date received by manufacturer was missing in the first supplemental report, which was 07 aug 2025. Correction: section h6: the health impact code was supposedly "additional surgery" code instead of "unexpected medical intervention" code.

Manufacturer narrative:
The reported event of under-sensing/sensing problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation performed, including sensitivity test found normal sensing parameters. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.